Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a pinhole on the funnel caused water leak out. Origin of the pinhole could not be determined. Exact cause of sample condition could not be determined and could not be assigned to a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4).

Event description:
It was reported that there was water leakage from the funnel area of the catheter, and as a result, the catheter fell out of the patient's body with a deflated balloon. It was later reported, the catheter was inserted into the patient in an outpatient department of the facility and the patient found the catheter after he/she arrived home. The patient visited the facility again and the water leakage from the funnel area of the catheter was confirmed. The catheter was then replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was water leakage from the funnel area of the catheter, and as a result, the catheter fell out of the patient's body with a deflated balloon. Per additional informational information received, the catheter was inserted into the patient in an outpatient department of the facility and the patient found the catheter after he/she arrived home. The patient visited the facility again and the water leakage from the funnel area of the catheter was confirmed. The catheter was then replaced.